Manufacturer narrative:
F/u report will be filed if additional info becomes available.

Event description:
It was reported from the distributor that the intra-aortic balloon (iab) was inserted prior to surgery on (B)(4), december 17th. On (B)(4), december 20th, the rn stated that after she turned the pt and flushed the central lumen, she had no arterial pressure (ap) waveform and there was "tan" fluid in the helium drive tubing. The rn told the clinical support specialist (css) that the angle of insertion was "really weird and almost 90 degrees." The rn further stated that the ap waveform showing on the pump is now her transduced central lumen and not the fiber optic sensor (fos). The rn relayed that it looks like the ap waveform is squared off. The css had the rn confirm, the ap scale had not been changed from auto scale. Show status fos is showing low light (ll). The css explained that the pump was no longer able to pass light through the catheter to the pump via the fos. The pump (serial number (B)(4)) was continuing to pump in autopilot and the css explained that the pump was likely utilizing the EKG (B)(6) timing, that is why the balloon pressure waveform (bpw) is very narrow. The pt heart rate was within normal limits. The css had the rn attempt to draw back on the central lumen. The rn has no blood return. The css stated that due to the color fluid in the helium driveline, we recommended pulling the catheter as these findings signify a ruptured iab, even though the pump is not alarming. The rn is going to call the cardiologist and discuss removal. The CT surgeon already instructed the rn to call the cardiologist to determine a plan with the iab. Per the sales rep, the iab was removed from the pt. There was no reported pt death or injury. There was no reported intervention required. The pt is stable.